Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, erratic atrial beats were observed when the patient moved. When the patient moved her arm, oversensing of noise was seen on an iegm.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received